Manufacturer narrative:
Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 2 kinks located 119cm from the tip and at the occ handle. There was peeled coating located at the 119cm kink. The tip showed a bend. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor housing showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage and peeled coating were attributable to handling.

Event description:
Reportable based on analysis completed on 28oct2019. During a procedure, a comet pressure guidewire became kinked 2cm from the tip. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed peeled coating.